Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. It was reported that the insulin pump alarmed no delivery. Customer's blood glucose values at the time of emergency room visit was 307 mg/dl. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.